Event description:
Note: the event occurred in 2007. On july 26, 2007, it was reported to boston scientific corporation that a biopsy procedure in the transverse and sigmoid parts of the colon using the radial jaw 4 large capacity biopsy forceps was performed (female patient). According to the complainant, "patient brought in for colon biopsies for watery diarrhea, patient had sigmoid diverticula, biopsies taken in transverse and sigmoid parts of the colon." It was additionally reported that, "patient had pain 20min later, CT [scan] found free air (subcutaneous emphysema)"; the physician purported that the free air was indicative of a perforation. Reportedly, the event resolved without intervention and "the patient was sent home and put on antibiotics [and] npo for five days." The patient outcome from the event was no serious injury. The patient diagnosis was indicated as "collagenous colitis."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed; therefore, a device evaluation will not be performed. According to the physician, the suspect device was related to the reported event; it was also indicated that the procedure and co-morbidity (diverticula) were possible contributing factors to the event as well. Since a lot number was not provided by the customer, the customer shipment history was reviewed; no upn/lot number combination, pertaining to the reported event, could be identified. The july 2007, 15-month radial jaw 4 biopsy forceps product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.